Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. The lens was removed and later replaced for a shorter length lens and the problem was resolved. The cause of the event was the device. Reportedly, "due to sizing." Also, "the patient complained of pain."

Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).